Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on that the insulin pump had a failed battery test. The customer¿s blood glucose level was unknown at the time of the incident. The customer noted the alarm appeared in the middle of the night and did not clear even after changing the batteries. During troubleshooting, customer cleared the alarm, but called back saying they were still receiving the alarm. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.